Event description:
Healthcare professional later reported capsular contracture, baker grade iii, no rupture shown via MRI. Healthcare professional later reported "needle puncture hole was made by mistake". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture/use error: unable to observe since it is not related to the device. As per the investigation procedure deformation crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture. Healthcare professional later reported capsular contracture baker grade iii, no rupture shown via MRI. Healthcare professional later reported "needle puncture hole was made by mistake". This record is for the right side. Device device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, rupture. This record is for the right side. Device remains implanted.